Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer from (B)(4) of peritonitis in a (B)(6) patient coincident with dianeal-n pd2 unknown therapy for chronic renal failure. The action taken with dianeal therapy was unknown. On (B)(6) 2012, the patient called baxter (B)(4) customer service center and reported that he was hospitalized for peritonitis. The dates of hospitalization and the onset of peritonitis were not reported. It was not reported whether laboratory test, or treatment were provided. The outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported the cause of the peritonitis was due to short comings with the connection method by the patient. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The patient was retrained on proper connect/disconnect method and aseptic technique during the patient's hospitalization.

Manufacturer narrative:
(B)(4). Follow up information was received by a nurse which medically confirms this report. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized the same date. The cause of the peritonitis was due to shortcomings with the connection method used by the patient. On an unreported date, the patient was treated with an unknown antibiotic (dose, route and frequency not reported). The patient was discharged from the hospital on (B)(6) 2012. The action taken with dianeal therapy was ongoing with dose not changed. The patient recovered from this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.